Event description:
Meter was reading inaccurately high. The patient tested their blood sugar and obtained a result of 112 mg/dl. The patient then tested 5 hours later and obtained a result of 65 mg/dl. This is an invalid comparison because of the 5-hour time difference. The patient did not receive any medical attention due to the reading on their meter. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The patient performed two control solution test, both failed. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of a meter malfunction. However, there is no evidence of a serious injury. A new meter and supplies are being sent to the patient.